Event description:
It has been reported to philips that the modules will not start up. The device was not in clinical use. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips remote service engineer (rse) inspected the system remotely and confirmed tsm not booting up, both tsms are blank. The rse suggested to reboot system and check power, check network switch in m-cabinet. Issue persisted. A field visit was arranged to inspect further. Philips field service engineer (fse) visited onsite and fse used keyboard to connect to one of the tsmbs and reset button in back hit esc on bootup, entered scu for tsmb bios and found that date and time were way off. After setting the correct date and time, the system was returned to use in good working order. The codes were updated based on the investigation outcome.